Event description:
Pt underwent a corrective surgery for a flat foot deformity. Hardware (plate and screws) were placed in the right foot of the patient. In follow up visits, the surgeon noted that there was a slight settling of the graft and a failure of one of the screws and plate. The prominance of the plate and broken screw were irritating the peroneal tendons and the surgeon recommended that the hardware be removed.